Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found the bead and the clamp were separated from the tissue bag but still on the cord. The unit was tested for any perforations and volume to test the integrity of the bag. There were no signs of leakage and the bag was able to hold the contents which indicate that the bag did not burst, fragment or perforate during the event. The root cause remains unknown; however, per applied medical's instructions for use, "with the bag still attached, pull the retrieval system and trocar cannula to retract the bag through the port site," or "remove the specimen by pulling on the cord loop, thus retracting the bag through the port site." This document represents our final report.

Event description:
Sleeve gastrectomy (laparoscopic)- "bag came apart in abdomen."patient status: patient unaffected

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.